Event description:
It was reported that a person using the ilet bionic pancreas experienced sustained hyperglycemia in the high 200 mg/dl range for several days and that data from the mobile app did not sync to the bionic report for approximately two and a half weeks despite multiple attempts, app reinstallation, and phone restarts. Symptoms included elevated blood glucose. Outcomes included recovery with blood glucose returning to range. Investigation included telephone-based troubleshooting, review of available bionic report data once syncing resumed, and verification attempts of device performance through supply changes and app reinstallation. Investigation of this case revealed no confirmed device malfunction, no supply defects identified by the user, and unresolved root cause for the hyperglycemia and the prior data transfer issue. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.